Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its centering tab at the distal end of the channel and the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly due to the bent centering tab. The indicator clip was in the next position, indicating that no more clips were remaining. The sample was disassembled in order to inspect the internal components. Upon disassembly, it was found that the feeder tab at the proximal end of the feeder was bent as well as the pusher head at the distal end of the feeder. The device was returned with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It appears that the bent centering tab caused a clip stack which damaged the feeder. If the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or why the centering tab was bent. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or why the centering tab was bent. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clip not opening" was confirmed based upon the sample received. Upon functional inspection, the one remaining clip was unable to load properly due to the bent centering tab at the distal end of the channel. It could not be determined exactly how or why the centering tab was bent. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
The complaint states: the clip cannot open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800296 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the clip cannot open.